Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08715 inches. No excessive no delivery alarms noted.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2018 with blood glucose of 312.4 mg/dl. High blood glucose event began: (B)(6) 2018. Customer had symptom of high blood glucose; customer had vomiting. Customer was hospitalized due to diabetic ketoacidosis being treated with insulin drip. Customer was wearing insulin pump 48 hours prior. Customer advised pump will be replaced. Concomitant frn-model unknown ¿ reservoir.